Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Device replacement was scheduled. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.